Manufacturer narrative:
Additional information: on 1/21/2020, the mentor failure analysis lab received the device for evaluation. On (B)(6)2020, mentor also became aware that the patient underwent bilateral device removal on (B)(6)2020. On (B)(6)2020, the product investigation was completed. Device investigation summary: the device was visually inspected and it was found with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 1/15/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 475cc saline mentor smooth round moderate plus profile breast implants and experienced baker grade ii capsular contracture on the left side and breast pain on the right side post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.